Event description:
It was reported that a pt had an anaphylactic reaction while undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope the pt experienced urticaria of the face and arms and was hypotensive.